Event description:
It was reported that a venotomy closure of the calcified left common femoral vein was attempted with a prostyle device using the pre-close technique prior to an interventional cardiac ablation procedure via a 7f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred. The suture of an additional prostyle device was successfully pre-placed and the cardiac ablation procedure was completed using the same 7f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.